Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly through superpath-operation (primary) inlay as above doesn't fit in the metal shell. Sizes have been controlled twice. No soft tissue between shell and liner. After trying to implant acetabular liner 15° which doesn't fit, it was used in the liner 0° which does fit. Order with all components operation you will find additional in the appendix. Surgery time was extended greater than 30 minutes than the anticipated time.